Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the incident. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reappears.